Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a fall. The right ventricular lead had dislodged. The lead was repositioned. The patient was in stable condition.